Event description:
The device was used during a bowel procedure. Reportedly, the instrument did not fire completely. According to the surgeon, the bowel was leaking air and had to be closed using suture. No pt injury was reported.